Event description:
As reported by the equinoxe shoulder study, the patient had an initial left tsa on (B)(6)2018. The patient presented on (B)(6) 2023 for disassociation of polyethylene. The patient was lifting groceries when they felt a pop in their left shoulder; after they developed pain and limited range of motion. The case report form indicates that this event is possibly related to device and unlikely related to procedure. Outcome is resolved on (B)(6) 2023 with a revision surgery.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 300-30-10: equinoxe preserve stem 10mm. 320-10-00: equinoxe reverse tray adapter plate tray +0. 320-01-42: equinoxe reverse 42mm glenosphere. 320-15-02: rs glenoid plate sup aug, 10 deg.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. Serial number, expiration and manufactured dates unknown. The revision reported may have been due to disassembly of the humeral liner from the humeral tray, and/or loss of range of motion. However, the reported disassembly and loss of range of motion could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported failures cannot be determined as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.